Manufacturer narrative:
The investigation into the purge issue/purge flag issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #(B)(4)) several times. The returned console was tested. The issue with not properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was placed on an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by changing out the aic and using the same purge cassette. This aic was replaced with another aic and the procedure was successfully completed. There was no patient harm reported.